Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that malfunction alarm occurred. During troubleshooting with tandem technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully. It was reported that the pump shut off unexpectedly. Customer confirmed pump display turned on when plugged into a power source. It was reported that a minimum fill notification occurred after the user filled the cartridge with an un specified amount of units. A new cartridge was loaded to resolve the issue. Customer resumed insulin delivery successfully. It was reported that the customer received a power source alert after plugging the pump into a wall outlet. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the event; however, no response was received from the customer. There was no reported adverse impact to the customer's blood glucose level.